Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. Issue was resolved with a new computer, suspect intermittent usb subsystem problem. The suspect computer was returned, would not boot properly and displayed an error message.

Event description:
A medtronic representative reported that, while in a polestar procedure, the navigation system exited. The blue logo screen appeared and eventually went to a black screen with no software icons. The surgeon completed the procedure with the use of a different navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported this was a cranial meningioma procedure. In trouble-shooting, the stealthstation i7 integrated navigation system computer was swapped out at that time, but did not resolve the issue. There was a 10 minute delay in the procedure when the two systems, stealthstation i7 integrated navigation system and stealthstation s7 system, were switched out in the operating room (or). No parts have been returned to manufacturer for analysis.